Manufacturer narrative:
Weight - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. One 119 cm 6fr r2p destination sheath and valve assembly were received for product evaluation. The sheath was returned broken into two pieces, the proximal portion was returned mated to the valve assembly. The sheath was subjected to visual analysis and a breakage was noted at 33.2 cm from the sheath hub. The d-wire was found to be completely unraveled at both ends of the breakage. The proximal portion had a major kink at 4.9 cm and 26.9 cm from the sheath hub. The sheath started to unravel at 26.2 cm from the sheath hub. The sheath hub was subjected to visual analysis and no damage was noted at the hub. The tip of the distal portion of the breakage was found to be flattened. Flattening was also noted on the distal portion of the breakage at 21.3 to 22.2 cm from its proximal end. The distal half of the breakage was greatly stretched and pieces of the inner and outer layers of the sheath were found intertwined in the unraveled coiling of the d-wire. It was noted that the tip portion of the sheath was not returned for evaluation; it cannot be confirmed the length of the portion that was not returned. The complaint can be confirmed for sheath mechanical separation. Based on the information received for this complaint, exact cause of the event cannot be determined. The stretching and pulling of the inner and outer layers of the sheath give evidence of resistive forces during withdrawal, it is possible that resistive forces contributed to the failure. Per the product IFU it states: "while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a destination slender was used in a case that went off without any issue. When the physician began to remove the destination slender, it started to unravel outside of the body. The type of procedure performed was a lower leg angiogram. The patient's pre-procedural condition was pad. There was no blood loss. The patient did not have any injuries. There was also no direct allegation toward or device. All devices used on the patient was removed at this point. Additional information was received on 21may2021: no spasms were noted in the vasculature. There was not any resistance noted during withdrawal. There was no difficulty inserting the sheath. The dilator was mated to the sheath during withdrawal. After the sheath unraveled it was able to be removed. The sheath was removed by pulling it closer to the access site. The sheath was received in several pieces however the tip end was not returned, and confirmation was received that the tip was removed from the patient. There was no medical intervention required. There was nothing noted regarding high tortuosity in the patient's vasculature.